Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while filling the tubing, the customer was unable to see drops of insulin exit the infusion set tubing. There was no impact to customer's blood glucose level. The customer tried three new cartridges and infusion sets and still was unable to see drops exit the infusion set tubing. Tandem technical support (cts) instructed customer to disconnect the infusion set tubing and run fill tubing. No drops were seen exiting the cartridge patient line. Cts advised customer to replace cartridge. The customer declined and indicated that a cartridge would be installed at a later time. It was also indicated that manual injections would be administered for alternate insulin therapy. The customer declined follow-up.